Manufacturer narrative:
(B)(6). The device is returning, but has not yet been received by celonova biosciences. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for stent retention. Stent dislodgement is captured in the risk assessment as a known potential hazard. Investigation is not yet complete. A follow-up report with relevant additional information will be submitted.

Event description:
On (B)(6) 2018, during percutaneous coronary intervention (pci) procedure for treatment of an unspecified coronary vessel, a 2.5x18mm, cobra pzf nanocoated coronary stent system was advanced then was withdrawn, undeployed, for an unspecified reason. Prior to attempting re-insertion of the stent system, the physician noted that the stent had dislodged from the stent delivery system, outside of patient anatomy. No adverse patient effects were reported. Additional information was requested.